Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: bd received 3 samples from the customer facility for investigation. Samples were not evaluated. Complaint was confirmed due to related complaints connected to CAPA (B)(4). A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6131796. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode. CAPA (B)(4) has been initiated for this event.

Event description:
It was reported that the device, bd vacutainer® winged safety push button blood collection set, had leak at adaptation and tubing. No blood exposure to mucous membrane. No medical intervention or injury reported.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event is (B)(6) 2016. The initial MDR was submitted with an incorrect date received by manufacturer. The correct date received by manufacturer is 10/21/2016.